Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2013 and a reservoir was used. When activating the device, there was no suction and it did not inflate. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.